Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. The product was not returned to depuy synthes ; however, photos were received for review. The device associated with this report was not returned to depuy synthes s for evaluation. The photographs were reviewed, however the evidence provided was not sufficient to confirm the reported event of fell apart - unattached. Functionality and device interaction issues cannot be evaluated through photo investigation. But from the given photos it seems like the depth gauge is broken from the rest of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached doesn't have sufficient evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
During an orthopedic procedure, a depth gauge relating to the ans nailing system came loose. The equipment was not damaged or bent, and the orthopedic surgeon explained that it had simply detached during the procedure. This problem did not affect the procedure or the patient.